Event description:
A report was received that following a revision procedure to add leads to the current implant, the patient noted redness around the pocket incision. The patient was admitted to the hospital for IV antibiotic treatment for suspected cellulitis. The patient was discharged as stable and prescribed oral antibiotics and the redness around the pocket incision resolved. The physician believed the infection to be related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4) & (B)(4), description: linear st lead 70cm; model #: sc-2352-70, serial #: (B)(4) & (B)(4), description: linear 3-4 lead 70cm.

Event description:
A report was received that following a revision procedure to add leads to the current implant, the patient noted redness around the pocket incision. The patient was admitted to the hospital for IV antibiotic treatment for suspected cellulitis. The patient was discharged as stable and prescribed oral antibiotics and the redness around the pocket incision resolved. The physician believed the infection to be related to the procedure.